Event description:
Burn blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip), via an unspecified route of administration in 2018 for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn blister in 2018. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment. Based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per spec-(B)(4), effective: 08-jun-2017. Consumer reports burn/ blisters from a wrap. The cause of the burn/blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the product following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] developed approximately 8 burn blisters the size of the brown heat cell compartments of the thermacare product [burns second degree] , attached directly to the body, did not check skin under heatwrap during use, read usage instructions [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable other healthcare professional (employee of the pharmacy) reporting on behalf of the pharmacist via a sales representative. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t69820, expiration date jul2020) from an unspecified date in (B)(6) 2018 to an unspecified date in jan2018 as needed for back pain. The patient's medical history was not reported. The patient was not taking any concomitant medications (including ointments, herbals or anything applied to the skin) during the time the symptoms occurred. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as in the last 2 years) for an unspecified indication for 8 hours and never had any problems. The patient was not under the care of a physician for any medical conditions. She did not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. The patient purchased a box of thermacare that contained 4 heatwraps. She used the first heatwrap from the package and did not experience any problems. She used the second heatwrap some time after new year, on an unspecified date in (B)(6) 2018, for back pain for 4 hours then it felt awkward and painful so she removed the heatwrap. The patient developed approximately 8 burn blisters the size of the brown heat cell compartments of the thermacare product. She visited a dermatologist who opened the blisters and prescribed unspecified ointment and bandaged the area. Afterwards, there was an encrustation which already diminished. The patient recovered from the blisters, but there are still brown spots on her skin where the blisters have been. She did not check her skin under the heatwrap during these 4 hours. She reported to have attached the adhesive directly to her body, as she always did. The patient assessed skin tone was assessed as medium (neither light nor dark). She enjoys the sun and never had any problems with her skin. The patient did not have sensitive skin and denied any abnormal skin conditions. She did not use other heat products for pain relief. The patient was not sleeping while using the product and did no use a waistband/belt or similar that applied additional pressure onto the area. The patient had read the usage instructions some 2 years ago, when she started using thermacare as needed, she did not read it directly before the last application. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2018. Therapeutic measures taken included unspecified ointment and bandages to the affected area. Clinical outcome of the event burn blisters was resolved with sequel on an unspecified date in (B)(6) 2018. Clinical outcome of the remaining event was unknown. According to product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per spec-(B)(4), effective: 08-jun-2017. Consumer reports burn/ blisters from a wrap. The cause of the burn/blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the product following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (02feb2018): new information received from a contactable pharmacist includes: suspect product lot number and expiration date. Follow-up (06feb2018): new information received from a contactable pharmacist includes: past product history, suspect product indication, suspect product start/stop dates, action taken with the suspect product, event onset date, therapeutic measures taken, reaction data (additional event intentional device misuse), events outcome and the patient's clinical course. Follow-up (08mar2018): new information received from product quality complaint group included: investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: event recovery date updated in narrative statement., comment: based on the information provided, the events of burns second degree, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per spec-(B)(4), effective: 08-jun-2017. Consumer reports burn/ blisters from a wrap. The cause of the burn/blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the product following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] developed approximately 8 burn blisters the size of the brown heat cell compartments of the thermacare product [burns second degree] , attached directly to the body, did not check skin under heatwrap during use, read usage instructions [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable other healthcare professional (employee of the pharmacy) reporting on behalf of the pharmacist via a sales representative. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t69820, expiration date jul2020) from an unspecified date in (B)(6) 2018 to an unspecified date in (B)(6) 2018 as needed for back pain. The patient's medical history was not reported. The patient was not taking any concomitant medications (including ointments, herbals or anything applied to the skin) during the time the symptoms occurred. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as in the last 2 years) for an unspecified indication for 8 hours and never had any problems. The patient was not under the care of a physician for any medical conditions. She did not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. The patient purchased a box of thermacare that contained 4 heatwraps. She used the first heatwrap from the package and did not experience any problems. She used the second heatwrap some time after new year, on an unspecified date in (B)(6) 2018, for back pain for 4 hours then it felt awkward and painful so she removed the heatwrap. The patient developed approximately 8 burn blisters the size of the brown heat cell compartments of the thermacare product. She visited a dermatologist who opened the blisters and prescribed unspecified ointment and bandaged the area. Afterwards, there was an encrustation which already diminished. The patient recovered from the blisters, but there are still brown spots on her skin where the blisters have been. She did not check her skin under the heatwrap during these 4 hours. She reported to have attached the adhesive directly to her body, as she always did. The patient assessed skin tone was assessed as medium (neither light nor dark). She enjoys the sun and never had any problems with her skin. The patient did not have sensitive skin and denied any abnormal skin conditions. She did not use other heat products for pain relief. The patient was not sleeping while using the product and did no use a waistband/belt or similar that applied additional pressure onto the area. The patient had read the usage instructions some 2 years ago, when she started using thermacare as needed, she did not read it directly before the last application. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2018. Therapeutic measures taken included unspecified ointment and bandages to the affected area. Clinical outcome of the event burn blisters was resolved with sequel on an unspecified date in 2018. Clinical outcome of the remaining event was unknown. According to product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product in process specifications per spec-(B)(4), effective: 08-jun-2017. Consumer reports burn/ blisters from a wrap. The cause of the burn/blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the product following all safety and use information provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (02feb2018): new information received from a contactable pharmacist includes: suspect product lot number and expiration date. Follow-up (06feb2018): new information received from a contactable pharmacist includes: past product history, suspect product indication, suspect product start/stop dates, action taken with the suspect product, event onset date, therapeutic measures taken, reaction data (additional event intentional device misuse), events outcome and the patient's clinical course. Follow-up (08mar2018): new information received from product quality complaint group included: investigation results., comment: based on the information provided, the events of burns second degree, intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] developed approximately 8 burn blisters the size of the brown heat cell compartments of the thermacare product [burns second degree] , attached directly to the body, did not check skin under heatwrap during use, read usage instructions [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t69820, expiration date jul2020) from an unspecified date in (B)(6) 2018 to an unspecified date in (B)(6) 2018 as needed for back pain. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as in the last 2 years) for an unspecified indication for 8 hours and never had any problems. The patient was not under the care of a physician for any medical conditions. She did not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on her skin, rheumatoid arthritis, decreased sensation or neuropathy. The patient purchased a box of thermacare that contained 4 heatwraps. She used the first heatwrap from the package and did not experience any problems. She used the second heatwrap some time after new year, on an unspecified date in (B)(6) 2018, for back pain for 4 hours then it felt awkward and painful so she removed the heatwrap. The patient developed approximately 8 burn blisters the size of the brown heat cell compartments of the thermacare product. She visited a dermatologist who opened the blisters and prescribed unspecified ointment and bandaged the area. Afterwards, there was an encrustation which already diminished. The patient recovered from the blisters, but there are still brown spots on her skin where the blisters have been. She did not check her skin under the heatwrap during these 4 hours. She reported to have attached the adhesive directly to her body, as she always did. The patient assessed skin tone was assessed as medium (neither light nor dark). She enjoys the sun and never had any problems with her skin. The patient did not have sensitive skin and denied any abnormal skin conditions. She did not use other heat products for pain relief. The patient was not sleeping while using the product and did no use a waistband/belt or similar that applied additional pressure onto the area. The patient had read the usage instructions some 2 years ago, when she started using thermacare as needed, she did not read it directly before the last application. She was not taking any concomitant medications (including ointments, herbals or anything applied to the skin) during the time the symptoms occurred. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date in (B)(6) 2018. Therapeutic measures taken included unspecified ointment and bandages to the affected area. Clinical outcome of the event burn blisters was resolved with sequel on an unspecified date in 2018. Clinical outcome of the remaining event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02feb2018): new information received from a contactable pharmacist includes: suspect product lot number and expiration date. Follow-up (06feb2018): new information received from a contactable pharmacist includes: past product history, suspect product indication, suspect product start/stop dates, action taken with the suspect product, event onset date, therapeutic measures taken, reaction data (additional event intentional device misuse), events outcome and the patient's clinical course. Company clinical evaluation comment: based on the information provided, the events of "burn blister", " intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister", " intentional device misuse" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.